Manufacturer narrative:
Out of the three malfunction one lot number was provided and a lot history review was performed. The devices were not returned for evaluation, but images and medical records were provided for one malfunction. Another malfunction only provided medical records. The investigation for two malfunctions confirmed for difficult to remove and unconfirmed for malposition of device. The other investigation is inconclusive for the alleged difficult to remove and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced difficult to remove and malposition of device. This information was received from various sources. The malfunction involved patients with no reported consequences. Two patients were male of ages (B)(6); weight was not provided. Other patient information was not provided.